Event description:
It was reported that the customer had a blank display on the insulin pump. Customer changed out the battery and received a low battery alert. Customer stated that the display does not turn on. Customer's blood glucose level was 119 mg/dl. Customer was using a (B)(6) battery. Customer tested with a new aaa alkaline battery and the display returned. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy. Customer was advised to use a brand new battery when receives the new battery cap since using the same battery will give her a failed battery test. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.